Event description:
The customer reported that during preparation for a case a blade broke, the customer reported that the blade guards for the device were bent. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that during preparation for a case a blade broke, the customer reported that the blade guards for the device were bent. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.